Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 11 devices were received. Event confirmation status: 11 reported events were confirmed; the cause was traced to component failure. Evaluation results: 2 devices were found to be affected by corrosion and chipped paint. 7 devices were found to be affected by compromised lubrication and chipped paint. 1 device was found to be affected by corrosion. 1 device was found to be affected by chipped paint. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes 11 malfunction events in which the device reportedly overheated and had paint chips missing. 11 events had no patient involvement; no patient impact.